Event description:
It was reported that the customer experienced a blood glucose (BG) level that was displayed as ¿High¿; however, a specific value was not provided, cause was unknown. Customer gave a correction bolus via the pump to address BG level. Reportedly, the customer declined assistance from Tandem Technical Support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.